Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Unique identifier is unknown. No information has been provided to date. The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Device looks in used conditions. No damages were visible. When switched on, self-test passed. No error message on the screen. Several "motor error" were found in alarm history log. During functional testing motor rate error appeared a few of seconds after start. The root cause of the reported issue was found to be a bad worm coupling and faulty motor. The technician performed all functional and electrical safety tests. The device passed. The device was sent back to the customer.

Event description:
It was reported that the motor rate error occurred. No patient injury was reported.